Manufacturer narrative:
Initial.

Event description:
It was reported that the patient using the ilet experienced a low glucose episode that was overtreated, followed by elevated blood glucose readings up to 342 mg/dl and subsequent decline while on the call, consistent with a rollercoaster effect; education and troubleshooting were provided on not overtreating lows. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact and no unexpected medical intervention with medication. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue was attributed to improper or incorrect procedure with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.